Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A cartridge and infusion tubing change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was 397 mg/dl and a correction bolus was to be delivered to address the bg level. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. The customer was to perform a cartridge change to address the occlusion alarm.